Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received and a valid serial number has not been provided. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. No trip was identified and no further action was required. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 2 of 2 mdrs to be submitted).

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "I am currently using the three style three plus sensor. I was wearing a three and it wouldn't scan, so they told me I had to get the three plus and it still won't scan. It is continuously monitoring to me but I only know if there's a higher low if it happens; otherwise, I have to stare at my phone 24 hours a day? They said that my phone is compatible, it picks up the scan and wait 60 minutes for whatever and then hit and it says can detectors go to the home screen, push the speaker button to get scanned, so if you do that it says if you do this you'll have to start a new sensor. I've had nothing but problems and the freestyle team is not helping me. I need to be able to scan and I'm on a samsung galaxy s10e that is compatible. It was fine when I was using the twos but they're not making the 2s anymore. So you have to get a three, then I got a three that wouldn't work and he said it's not working because you have to have a free plus. I've been to the hospital all kinds of stuff since I started at 3:00 then the replacement switch refuses and I asked why and he said because you're not making the three anymore. Only the three pluses and I needed to get a prior authorization, for that I went over 3 weeks with no device to check my sugars. I only know if I'm enough $400 or 42 I need to be able to scan. This is totally ridiculous especially if they discontinued my other one. It works, so why doesn't this one work? I'm very upset and I don't know what to do right. I'm extremely upset they stop making the twos and told me I had to get a freestyle libre 3 system (B)(6). Tire package didn't work. It will not scan no matter what I do. It wants me to go to the home screen and push the speaker button and when you do that it says that you are replacing a new sensor. No I am called and called and called and called to get help but there's no help especially today on (B)(6) wow what a trip what a country? I need help and I need help immediately. This is not a joke. I have been to the hospital and everything because of my sugar's got too low and it doesn't. I can't scan it so it doesn't tell me until I'm too low or too high unless I'm looking at my phone 24 hours a day. That's not right". Adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "I am currently using the three style three plus sensor I was wearing a three and it wouldn't scan so they told me I had to get the three plus and it still won't scan it is continuously monitoring to me but I only know if there's a higher low if it happens otherwise I have to stare at my phone 24 hours a day? They said that my phone is compatible it picks up the scan and wait 60 minutes for whatever and then hit and it says can detectors go to the home screen push the speaker button to get scanned so if you do that it says if you do this you'll have to start a new sensor I've had nothing but problems and the freestyle team is not helping me I need to be able to scan and I'm on a samsung galaxy s10e that is compatible it was fine when I was using the twos but they're not making the 2s anymore so you have to get a three then I got a three that wouldn't work and he said it's not working because you have to have a free plus I've been to the hospital all kinds of stuff since I started at 3:00 then the replacement switch refuses and I asked why and he said because you're not making the three anymore only the three pluses and I needed to get a prior authorization for that I went over 3 weeks with no device to check my sugars I only know if I'm enough $400 or 42 I need to be able to scan this is totally ridiculous especially if they discontinued my other one it works so why doesn't this one work I'm very upset and I don't know what to do right. I'm extremely upset they stop making the twos and told me I had to get a freestyle libre 3 system (B)(6) tire package didn't work it will not scan no matter what I do it wants me to go to the home screen and push the speaker button and when you do that it says that you are replacing a new sensor no I am called and called and called and called to get help but there's no help especially today on thanksgiving wow what a trip what a country I need help and I need help immediately this is not a joke I have been to the hospital and everything because of my sugar's got too low and it doesn't I can't scan it so it doesn't tell me until I'm too low or too high unless I'm looking at my phone 24 hours a day that's not right" adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.